Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function properly. The anomaly verified in visual, functions and speed test concluded that the mandrel has a division of the connection piece which is broken possibly due to use of excessive force applied during the procedure, causing greater stress at any given point and the break occurs. Some burrs were also detected on the connection piece making it impossible for the appropriate coupling to the engine. This was contributed to faulty handling of the device. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Device was returned for service. During service, the technician found the connection part broken. This is report 1 of 1 for complaint (B)(4).